Event description:
As reported by our european affiliate, during a transfemoral tavr procedure, post deployment of a 23mm sapien xt valve, the patient¿s blood pressure was not normal and a pericardial effusion was noted on echocardiogram. Open surgery was performed and an annular rupture was observed on the right side of the ventricle. The aortic root and aorta were extremely porous and the bleeding could not be stopped. The patient expired during the procedure. It was perceived that the severe calcification of the annulus and aortic root caused the aortic root rupture. The patient¿s native annulus measured 21mm with severe, bulky native valve and leaflet calcification and severe aortic root calcification noted.

Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for acute aortic rupture/dissection in the tavr procedure include significant valve over sizing (i.e. =4mm) in the presence of severely calcified aortic root and obliterated sinuses. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, patient factors (severe, bulky annular calcification and severe aortic root calcification, porous aorta and aortic root) likely contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.